Manufacturer narrative:
During processing of this complaint; product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor. Results and conclusion summation-quality engineering reviewed the incident information, however, the device was not returned for a thorough analysis. The root cause of the stent dislodgement was due to device interaction between the stent delivery system and the previously implanted stent. It is noted in the instructions for use (IFU) that 'when treating multiple lesions, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent and reduce the chance of dislodging the proximal stent.' Therefore, this dislodgement will be attributed to user error.

Event description:
Reporting status: serious injury-medical intervention/permanent damage. Reporting rationale: stent dislodgement- stent remains in patient device. Issue: stent dislodgement. It was reported that the procedure involved a double lesion located in the right coronary artery (rca). The proximal lesion was located proximal and the second was distal in the rca. The proximal lesion was stented with an ml vision and post dilated. Then a second ml vision 3. 0x18 was advanced to get to the distal lesion. When the device reached the mid rca, the stent would not advance, although no lesion was present at that location. The stent delivery system was pulled back and at the point the stent dislodged from the balloon. The stent remained in the proximal rca. Reportedly, the stent displaced distally and the physician high pressure dilated the stent [compressed the stent] within the proximal stent, which was deployed prior to the occurrence. The patient was reported to be "doing very well." No additional event or patient information is available.